Event description:
It was reported to boston scientific corporation that a genesys hta procerva hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, fluid was noted to be leaking from the sheath during hysteroscopy. The sheath was removed from the patient. A hole was observed in the sheath. The procedure was successfully completed using another of the same device. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.